Manufacturer narrative:
Concomitant medical products: fr995-29 aortic valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.